Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative that a patient receiving humidification via a f&p healthcare respiratory humidifier desaturated. A bronchial fibroscopy revealed a sticky secretion partially obstructing the intubation tube, which was removed. The patient required re-intubation. F&p healthcare is currently in the process of obtaining further information.

Manufacturer narrative:
(B)(6). Section d4: the mr850 respiratory humidifier was reported to fisher & paykel healthcare as a placeholder. Device details are yet to be confirmed. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event, and the medical devices in use at the time. We will provide a follow-up report upon completion of our investigation.